Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had inflammation, irritation, and discharge around the ins site. The issue started two weeks ago and had progressed. The caller was wondering if recharging had something to do with this. The caller used sticky patched and placed them directly on the skin. The nurse stated the patient's skin looked like a burn on the incision. The patient was going to get tests completed to rule out an infection. Additional information received from the manufacturer¿s representative (rep) reported the rechargeable device was replaced with a primary cell because they felt the issues were with the implant and/or charging system. The labs on the consumer came back negative for an infection in the pocket. It was noted a tyrx pouch was used as well. No further complications were anticipated. See (B)(4) for information about recharger heating.

Manufacturer narrative:
Additional review indicates the information reported in this event is related to the event reported in manufacturer¿s report #300420 9178-2020-12680. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.